Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that while the pt was at home, he experienced multiple alarms, which included low flow and low voltage and the pump stopped. The system controller was exchanged with the back up controller; however, the controller did not start the pump. The vad coordinator noticed what appeared to be dried betadine solution where the percutaneous lead connects to the system controller. The power module also alarmed yellow wrench for a brief period. The power module and system controller were both exchanged without incident. Per preliminary investigation results, the power module internal battery was found to be deeply discharged, resulting in the reported low flow and low voltage alarms. During preliminary testing, the returned controllers functioned as intended. The pt remains ongoing on the lvad with no further issues.

Manufacturer narrative:
The device was returned to the MFR, and is currently being analyzed. Per preliminary investigation results, the power module internal battery was found to be deeply discharged, and the returned controllers functioned as intended. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.